Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Device interrogation showed that the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise. No intervention was performed. Patient had no consequences.

Event description:
Additional information received indicated that the patient's implantable cardioverter defibrillator and right ventricular lead were explanted and replaced. Patient was stable throughout.